Manufacturer narrative:
Facility experienced an event with proximate* heavy wire linear stapler on 7/17/97 while performing a hemicolectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974523. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, k46n09; cartridge position, loaded; casing position, midway; hook shroud condition, good; instrument serial number, 197; lockout slide position, unlocked; number of staples returned in cartr, none; retaining pin position, unlocked and trigger position, closed. Functional tests & results; hook shroud condition, good; indicator function properly, yes; indicator setting when firing, 2.5; knob collar lockout slot condition, good; lockout slide tip condition, good; safety disengage properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed all the staples as designed with no difficulties noted. 3

Event description:
It was reported during a hemicolectomy, while using a tlh90 to close the common opening of the functional end-to-end anastomosis, stapler was fired but staples did no appear to be fully formed. The surgeon placed retaining pin, dialed down into range, and fired. The surgeon reported to the rep he did not feel normal amount of resistance and it felt mushy. Upon opening the stapler, it was discovered that only a few staples were formed. The anastomosis fell apart. There was no consequence to the pt. 7/25/97 the rep stated a new tlh90 stapler was opened to complete the case without incident.